Event description:
Boston scientific received information that the left ventricular (lv) lead was observed to have dislodged. The lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.